Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-32934. It was reported the patient experienced tingling with varying location and intensity. Sensation was felt with therapy on and off. In turn, the system was explanted.

Manufacturer narrative:
The reported tingling sensation reported by the patient was not confirmed. The lead was returned without any instrumentation damage. There was discoloration in the lead body and indications the lead was fully inserted and secured inside the header of the ipg. Continuity testing identified electrical opens on channels 4 and 5. As no broken wires were observed, the lead was sent for x-rays to identify the source of the electrical opens. X-rays confirmed broken wires in the terminal and stimulation end. As no impedance issues were reported prior to explant and the issue persisted when stimulation was off, it could not be determined if the electrical opens occurred prior to or during explant. The root cause of the issue could not be determined.